Manufacturer narrative:
The finished product is further assembled, packaged and sterilized by smiths medical international. The product has not yet been received for evaluation. Review of the complaint database for the previous 24 months indicates that this is the only reported issue on this product code or subassembly in the past 24 months. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the set was reading incorrectly. The patient experienced an "important decrease of the arterial blood pressure [and was] treated with adrenalin. The arterial blood pressure was still very low. When the set was replaced, the blood pressure came back to normal. The defective set did not permit the doctor to see that the blood pressure had recovered normal value. There was no patient injury or treatment reported with this event.